Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's right atrial lead exhibited far r-wave oversensing resulting in inappropriate mode switches. Programming changes were discussed.